Event description:
The customer observed falsely elevated alinity I total -hcg results for 2 patients. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive, > 5.00 miu/ml to < 25.00 miu/ml = grayzone):greater than or equal to 25.00 miu/ml (25.00 iu/l) = positive): sample ID (B)(6) initial result = 40; repeat result = <2. Sample ID (B)(6) initial result = 25; repeat result = 3. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2022-00255-00 under a different suspect device. Patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument, found the wash zone probe three was bent and the alinity I probe tub wash for all wash zone probes were loose. The fsr replaced the parts and no additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. A review of complaints was performed, and no issues were identified. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the wash zone probe and alinity I probe tub wash did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of historical data did not identify any non-conformances or potential non-conformances related to the parts associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(4) or the wash zone probe and alinity I probe tub wash was identified.